Event description:
It was reported that the patient experienced significantly shorter intervals during the last six months. The patient recharged when the battery meter showed 25% or less. The recharging interval was predicted to be 7 days, but was only 1 day. The effect of the neurostimulation was worse since the last revision 6 months ago.

Event description:
Additional information obtained from the recharger indicated that recharging sessions occurred on (B)(4) 2011 (124min), (B)(4) 2011 (84min), (B)(4) 2011 (147min), and twice on (B)(4) 2011 (163 and 0 min). Recharge history obtained from the implantable neurostimulator (ins) showed the exact same recharge sessions, with the exception of an additional session on (B)(4) 2011 (approximately 57 min). The information obtained from the ins and recharger contradicted the patient's indication that she had been recharging daily. Impedances did not indicate a problem. The physician was planning a revision. Additional information received reported that as of (B)(4) 2012 all products were still implanted or in use by the patient.